Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the surgeon was threading last locking screw into radial head plate and the screw driver tip broke off in the screw head. The tip of the screwdriver was retained by the patient. The surgeon was not using excessive force. It was stated there was no additional information available.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Updated: b4, b5, g3, h1, h2, h3, h4, h6, h10. Reported event was confirmed as visual examination of the provided pictures identified the device tip was fractured. Device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.